Manufacturer narrative:
UDI# : (B)(4). A full analysis of the data logs has been performed and revealed that a known software anomaly was at the origin of the reported event : the two unexpected restarts of the device during the process are due to the virtual memory mismanagement. This software anomaly will be addressed through our design issues management process.

Event description:
After the surgeon modified a trajectory, he proceeds to take measurements with the rosa software ruler tool. The rosa software restarted during this process at 9:34 am pst. The clinical representative (cr) was able to reload the patient folder and get the surgeon back to the measurement step at 9:35 am pst. Delay in surgery was 1 minute. Another event occurred when the cr drove the rosa robot arm home after the last bolt implant. The rosa robot arm stop its movement when the arm got close to the home position and then the rosa software restarted. (B)(6) was able to connect to the rosa arm and move it back home within 2 minutes. No delay in surgery for this event since the rosa arm was already out of the surgeon¿s way when it stopped moving.